Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for left atrial flutter with a navistar rmt thermocool catheter and suffered an extended period of ventricular fibrillation (vf) with an acute myocardial infarction (mi), requiring cardiac catheterization, stenting, cardiopulmonary resuscitation (CPR) and extended hospitalization in the intensive care unit. After the procedure, the patient went into vf. Cardioversion was successful in converting the vf, but the patient was then found to have suffered the mi. CPR was performed, and the patient was taken to the catheterization lab in stable condition for further evaluation. Cardiac catheterization was performed, and a stent was put in place. However, the patient¿s condition worsened, and it was noted that brain damage may have occurred as a result of extended downtime. The physician¿s opinion regarding the injuries is that they were related to the procedure, and that the mi was possibly related to some of the ablation that took place in the coronary sinus.

Manufacturer narrative:
The following statement was mistakenly omitted from the initial 3500a, submitted on 1/6/2017: full UDI # information is unavailable since the lot number is unknown. Manufacturer's reference number: (B)(4).